Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the power switch cable behind the power button was damaged and had come off which causes the power button to stay stuck. The fse replaced the power switch cable to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the tower power button had remained stuck in the depressed position and would not pop back out. The customer attempted to power the system from the robot, but the system had repeatedly been faulted and prompted for a restart. Before contacting tse, the tower had been hard power cycled and power to the tower had been verified. No additional tse troubleshooting had occurred because the customer had been in a rush and chose to swap the tower instead. The procedure was aborted to another dv system.